Event description:
It was reported that the device experienced a rapid battery voltage decline and is approaching elective replacement. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that the device is pre/approaching eri, where the weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.78 to 2.64 volts between (B)(6) 2012 and (B)(6) 2012 is before device rrt <= 2.62 volt.